Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
Revision of a primary hip surgery due to instability.